Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/22/2018 and strip open date is (B)(6) 2016. Strip storage is correct. Reviewed meter memory: 143mg/dl (B)(6) 2016 02:26:00 am fasting:yes; 154mg/dl (B)(6) 2016 02:24:00 am fasting:yes; 172mg/dl (B)(6) 2016 02:23:00 am fasting:yes; 153mg/dl (B)(6) 2016 12:23:00 am fasting:yes; 146mg/dl (B)(6) 2016 11:22:00 pm fasting:yes. Memory concerns: 143 mg/dl on (B)(6) 2016 2:26:00 am. He also hadn't made any changes to his diet or medication (novalog-pen). His expected blood sugar should be between 130-150 mg/dl -fasting. Ran a back to back blood test, results read 156 and 148 mg/dl.